Manufacturer narrative:
Unit passed self test and displacement test. No pump error 53 alarms or pump error 63 noted during testing however, the formatted history file confirmed pump error 53 (line number 251 file number 32004) alarm due to software error. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm twice and hardware low level failure alarm. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.